Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that the customer was experienced high blood glucose level. Customer blood glucose level was 420 mg/dl. Customer blood glucose level was 440 mg/dl. T was unknown whether the auto mode feature was active at time of high blood glucose event. Customer currently has covid. Customer stated that nurse successfully delivered a bolus. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.